Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 3.1 not detected on bus.The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted.As per part investigation, it was determined that faulty ASSY RETRACTOR DWR HH CUBIE due to crossed continuity between the copper strands, which compromises the proper conductivity between the Drawer controller board and the Pyxibus Module Controller board leading to thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 25-JUL-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Pyxis MED-ES: 3NORTH: Main 3.1 Not Detected on Bus was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU inspection process.The device was initially evaluated by the Field Service Engineer (FSE) according to Work Order (b)(4), the FSE reported that the main cabinet enhanced half-height cubie drawer 3-1 presented an all pockets off bus error. The customer had already performed multiple power cycles with no resolution. The FSE proceeded to run diagnostics, confirming that all pockets were able to pop and release correctly. Connections were reseated to ensure proper communication, and the retractor band was replaced. After corrective actions, the drawer functioned properly (connector clip broke off on removal). Checked firmware, ok. Tested ok in diagnostics and applicationDuring FSE TestingP/N 353844-01: The flat flex cable showed internal wiring issues with associated thermal damage, no other issues were observed during visual inspection.P/N 353839-01: was received with excessive wear on keys.During DCHU TestingP/N 353844-01: No DCHU testing was required due to the thermal damage observed during visual inspection.P/N 353839-01: no further testing was required by DCHU due to physical damage found during the external inspectionThe device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint of Pyxis MED-ES: 3NORTH: Main 3.1 Not Detected on Bus" was determined to be a faulty ASSY RETRACTOR DWR HH CUBIE due to crossed continuity between the copper strands, which compromises the proper conductivity between the Drawer controller board and the Pyxibus Module Controller board.